Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that accidentally the insulin pump was dropped in the toilet and the device had an error alarm and no delivery alarms. No further information was provided.